Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00099.

Event description:
It was reported that the inserter would not detach from the plate and spacer within the disc space and a screw was not installed correctly during surgery. After multiple attempts, the inserter detached from the plate and spacer, which were successfully implanted within the disc space. After the screw was installed, the surgeon felt it was not installed correctly so the full construct was removed and replaced with an alternative construct. There was a minor delay of a few minutes, but no injury was reported as a result of the delay. This is report two of two for this event.